Event description:
Customer reported to beckman coulter, inc (bec) that the crem (creatinine cup module) of the unicel dxc 800 synchron clinical system was disabled due to system error. Customer reported that they noticed that the crem cup was overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) flushed and rerouted the drain line on the crem module to correct the issue.

Manufacturer narrative:
(B)(4).